Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported that a device failed testing and the machine flow sensor as replaced to address the issue. The country occurrence was left off the report in error. The country of occurrence was the united states.